Event description:
I have had consistent pain in the knee and the knee never worked properly (knee buckling, etc) after the exactech knee replacement was installed. I had to go back to the emergency room after discharge, and have tried physical therapy, water therapy, muscle stim therapy on and off for over three years before finally getting the knee taken out and a different device installed. I am 6 days post operation with my new knee and feel better than I have in three years. Exactech recalled this device and since it had been causing problems, I had a second opinion and had it removed. The dr mentioned bone loss and overlapping device to bone.